Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power despite using a known-working fully charged battery. The bme replaced the pwr switch and power board, but the issue persisted. Not in patient use. Investigation summary: evaluation of the device shows that it has physical damage and that the connector between the ECG and dpu-pcb to power pcb is damaged to the extent that it is no longer secured and is moving from its place when disturbed by the slightest force. The connection between the ECG, dpu, and power pcbs is compromised, causing the issue. This kind of damage is caused by dropping the device or by the introduction of external force and could never occur solely from normal use or operation. The root cause of the reported issue is due to device damage and failure of internal components resulting in startup failure issue. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 09/10/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/01/2025 emailed the bme for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power despite using a known-working fully charged battery. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power despite using a known-working fully charged battery. The bme replaced the pwr switch and power board, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power despite using a known-working fully charged battery. Not in patient use.